Manufacturer narrative:
Qn#: (B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. There was no complaint sample returned for investigation. Therefore, no physical assessment could be conducted. Due to no actual sample returned for this investigation, any further investigation was not possible. Moreover, simulation test has been carried out based on representative sample from production, there is no abnormalities found. Therefore, this complaint could not be confirmed.

Event description:
A patient came to our hospital 4 times because of urine leaks with his catheter (170605-000120). We did not manage to solve the issue with it as we do not have an urology department so we sent him to another hospital. And the other hospital solved the issue providing the patient a catheter from another reference. When we did a test without patient we observed the balloon was asymmetric. We already reported this event. So we suspected this defect on the balloon found during the test could be the cause of the leaks. That is why I am reporting the issue to you.

Event description:
A patient came to our hospital 4 times because of urine leaks with his catheter (170605-000120). We did not manage to solve the issue with it as we do not have an urology department so we sent him to another hospital. And the other hospital solved the issue providing the patient a catheter from another reference. When we did a test without patient we observed the balloon was asymmetric. We already reported this event. So we suspected this defect on the balloon found during the test could be the cause of the leaks. That is why I am reporting the issue to you.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.